Event description:
It was reported that the customer had a no delivery alarm on the insulin pump. Customer stated that she had been changing her set and received the alarm. Customer took out the reservoir and rewound the pump. Customer changed the set and received another no delivery alarm. There were no air bubbles in the reservoir. Customer's blood glucose level was 129 mg/dl. Customer reported that the alarm was resolved by a complete set change. Customer would like to return the set and reservoir for analysis. No further assistance needed.

Manufacturer narrative:
A complete analysis and testing of 2 opened and used reservoirs showed that they are functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.